Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is report 2 of 5 for (B)(4).

Event description:
Kiltz, michael t, et. Al "short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system" j clin neurosci 2013.08.004 reported one patient had an intraoperative rupture during coil placement into a 4.2mmx 3.9mm ruptured (hunt-hess grade 1) anterior communicating segment aneurysm resulting in the need to sacrifice the vessel with onyx (ev3) the patient subsequently needed a decompressive craniectomy and is dependent in a long term care facility.

Manufacturer narrative:
The lot number of the orbit coil that was being placed in the aneurysm when the event occurred is not known; therefore a device history record review cannot be completed. The coil remains implanted and the delivery system is not available for analysis. Aneurysm rupture is a known potential adverse event associated with coil embolizations as outlined in the instructions for use. Aneurysms have known vessel wall weakness and therefore are susceptible to rupture. Although no definitive conclusion can be made; it is possible that clinical and procedure factors including vessel/aneurysm characteristic contributed to the event. Therefore, no corrective actions will be taken at this time.